Manufacturer narrative:
The abutment screw returned was inspected. It was not fractured, and only showed scratches on surface. The reported fracture was not confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A technical root cause could not be determined for this event.

Event description:
The dentist reported that the abutment screw (iunihg) fractured.